Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. However, it was later confirmed that there were no performance issues noted with the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.